Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the sealing was not optimal. There was not adverse outcome to the patient. No further information is available.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off and not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.